Event description:
The doctor inserted a 4.0 cannulated screw into the calcaneus with a hand-held screw driver. While he was twisting the screw in the screw broke off leaving the threaded end in the bone without reduction of the fracture. The doctor was able to retrieve the broken piece after numerous attempts. The screw had broken into three pieces. The broken screw pieces were placed alongside a complete screw and it looked like all the pieces were present. The screw was from an arthrex loaner cannulated screw set, 4.0mm x 60mm partial thread. Screw part number ar-8740-60. The patient was under an additional thirty minutes while the surgeon was retrieving the broken screw.